Event description:
It was reported that the user experienced an alert 38 motor stall while using the ilet, with blood glucose elevated to 330 mg/dl overnight and later 160 mg/dl, and the user was unable to disconnect and fill the tubing until an agent guided a dry run and tubing change, after which no further alerts occurred. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a medical device problem characterized as lack of effect, and component information was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.